Event description:
The blood flow stopped temporally after the precise stent was placed. However, the flow recovered normal after the debris was suctioned. Also, spasm occurred during procedure, but it was recovered naturally without any treatment. The patient was 64 year old male. The target lesion was carotid artery (no further detail is provided). There is no information regarding the target characteristics, other than the lesion was heavily tortuous. The patient was anti-coagulated, but the medication is unknown. There was no malfunction with the precise or the angioguard device. It is unknown when during the procedure the spasm occurred, but the physician stated that the cause of the spasm was tortuosity of the target vessel and also commented that the possible cause of the event was the debris clogged the filter. The patient is neurologically intact, and in stable condition. The lesion was successfully treated.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt.